Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for testing. One event was confirmed. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. One device was found to be affected by a worn component and corrosion. One device was found to be affected by a worn component. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for testing. 1 event was confirmed. The device was found to be leaking. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.